Event description:
It was reported that two days post cryo ablation procedure, the patient developed cerebral infarction. The patient was transferred to another hospital. No further patient complications have been reported as a result of this event.